Event description:
The customer reported a power supply failure inop, message during opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer via phone investigation with philips confirmed it was a power pca issue. The power pca was replaced by the customer to resolve this issue.